Event description:
It was reported that the patient developed an infection. The original procedure took place late in 2000 for treatment of diverticulitis. The patient's colostomy was closed in 2001. Approximately 2 months later the patient developed chronic small wound infections at the sites where size 1 panacryl was used. Removal of the suture was required, and the pt is nearly healed. The infection was described by the physician as "soupy, fatty stuff."